Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Future explant date: (B)(6) 2022. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with a 400cc mentor memorygel breast implant experienced left sided baker grade iii capsular contracture post procedure. The capsular contracture was diagnosed through a physical. As a result, an explant is planned for (B)(6) 2022.

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) on january 18, 2022 mentor became aware that it erroneously omitted the following values from the initial report: d7a ( is this a single-use device?), d8 (was this device serviced by 3rd party?), and d9 (device available for evaluation?). This report has been updated with the correct values.

Manufacturer narrative:
Additional information was received on january 25, 2022. Replacement with a new 400cc mentor memorygel breast implant was performed with explant. The impacted product was received by the failure analysis lab on february 3, 2022. The investigation of the returned device was completed by the failure analysis lab on february 4, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).